Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Without a known lot number, review of the manufacturing records cannot be performed. Report two of two for the same event; see also 0002184052-2016-00114.

Event description:
It was reported an ardis cage was fractured when the surgeon was inserting it in the patient's body. No pieces fell in the patient. Surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event; see also 0002184052-2016-00114-1.

Manufacturer narrative:
The returned spacer was evaluated. It was fractured on the proximal end where the inserter attaches to it for installation. The complaint is confirmed. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage, including installation and final positioning.